Event description:
It was reported that alarm 01 occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was able to load a new cartridge and resume insulin successfully. Technical support instructed the customer to replace the cartridge and agreed to send replacement items as requested.